Manufacturer narrative:
The returned device was evaluated and a hole was found at the distal tip of the exposed portion of the soft cannula. It is unclear when the tear occurred. The device download data shows no increase in pulse widths or signs of struggle during the run. The cause of high blood glucose levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose was reading in the 300's mg/dl while wearing the pod on his hip/buttocks. Treatment included changing the device and giving insulin from the new pod. Recent setting changes had been made to the patient's basal rate. The device was returned for evaluation.